Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that female coupler thread had a 1/2 inch diameter malfunction and was difficult to connect to the male coupler. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.